Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right colectomy, when they resected the tissue, the device could not fire. They switched to a new product of the same model to complete the case. There was no patient injury.